Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. D4 batch #: a9cf19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the blade outer sheath damage. In addition the blade was not broken off as reported. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we were unable to investigate further the activation issues reported. However, if the device is not properly assembled to the handpiece this can cause the activation issues reported the instrument was disassembled to inspect internal components and thermal damage at the shrouds and insulated pin area was found. This damage could have resulted from not torqueing the instrument properly to the handpiece, resulting in excessive heat generation. Please reference the instruction for use for more information. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9cf19, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure in cardiovascular surgery, the blade broke. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.